Manufacturer narrative:
Concomitant product(s): 5076-52 lead; a 694965 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and the left ventricular (lv) lead exhibited noise and pacing inhibition. It was noted the high voltage defib lead was connected to the lv port. It was also observed on transmission that the right ventricular (rv) lead triggered a lead integrity alert (lia) for non-sustained episodes and oversensing sensing integrity counter (sic). The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the physician intentionally connected the rv lead and lv lead into reverse ports, but noise continued to be observed even after routine device change-out. The rv lead was replaced. The lv lead was repositioned back into the lv port.